Event description:
On (B)(6) 2012, the customer obtained an advantage system value of 450 mg/dl and took 5 units of humalog based on his sliding scale. About an hour later, the customer's wife drove him to the hospital because he presented hypoglycemic symptoms. The hospital meter glucose value was 42 mg/dl when he arrived. A laboratory glucose value 15 minutes later was 47 mg/dl. He tested on his advantage meter within 5 minutes of that laboratory test with a result of 233 mg/dl. He was treated at the hospital with intravenous glucose. Ninety minutes after the IV was started, the customer's blood glucose was 178 mg/dl. Strips not available for return, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Strips not available for return.